Event description:
It was reported that during a npwt utilizing a renasys go, the device was unable to charge the battery. The ac adapter was exchanged, however, the problem was not solved.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported issue was confirmed during the performance and safety tests. Further inspection revealed the unit had a defective main pc board (printed circuit board), causing the reported failure. As a result, the pcb was replaced and the device was again put through the performance and safety checks and confirmed to be working within specifications.